Manufacturer narrative:
(B)(4). The complaint 900mr441 adaptor was recently received at fisher & paykel healthcare in (B)(4) for investigation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported that an 900mr441 adaptor was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr441 adaptor was received at fisher & paykel healthcare in (B)(4) where it was visually inspected and connected to a mr880 heaterbase for testing. The thermistors' values were measured and cables were also checked to determine if any were open circuit. Results: visual inspection revealed that the plastic casing around the chamber probe was damaged. No other damage was observed. When the complaint device was connected to the mr880 heaterbase, an audible and visual connector indicator alarm activated. The chamber thermistor was found to be open circuit. A lot check revealed no other complaints of this nature for lot 151029. Conclusion: we are unable to determine what may have caused the reported event. The mr880 respiratory humidifier (which was used in the hospital setup) includes audio and visual alarms to alert the user of open circuit adaptors. The hospital reported that an alarm sounded at the time of the event. Our testing verified that connection of the returned adaptor to an mr880 resulted in activation of this alarm. When the alarm is active, the mr880 will shut down the heaterwire and heaterplate circuitry. All 900mr441 adaptors undergo an open circuit test in production and any that fail are rejected. The subject 900mr441 adaptor would have met the required specification at the time of production. A review of our post-market surveillance database also revealed no other complaints of this nature, with over (B)(4) units sold since release. The user instructions for the 900mr441 adaptor state: probe is fragile. Check for any physical damage before use and replace if damage is visible.

Event description:
A healthcare facility in the (B)(6) reported that an 900mr441 adaptor was damaged. No patient consequence was reported.